Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that partial deployment of the stent occurred. Vascular access was gained via the right femoral artery. The chronic totally occluded (cto) target lesion was located in the severely tortuous proximal right superficial femoral artery (sfa). After a 300cm non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 4x40mm coyote es balloon catheter with 10-15% residual stenosis. A 6 x 180 x 130 innova stent was then advanced to treat the lesion. However, when 3cm of the stent has been deployed, the middle sheath became unable to move. The physician felt uncomfortable but continued rotating the thumb wheel since no resistance was encountered. The thumb wheel kept on rotating but the middle sheath would not move. The physician judged that the middle shaft detached and attempted to deploy the stent with the pull grip, but there was no resistance either. The physician disjointed the handle and it was found that the middle sheath detached, the pull grip and shaft were broken, and the stent was only deployed halfway. Subsequently, a puncture was made in the right popliteal artery and vascular access was obtained via ipsilateral retrograde approach with a 6f 25cm introducer sheath. A 14 type guide wire was inserted and dilatation was performed with a balloon catheter inside the incompletely deployed innova stent. The stent was trapped and pulled from the brachial side. The stent successfully detached and was retrieved into the sheath from the brachial side. The stent delivery system (sds) was then pulled with force and an 80x6x150 non-bsc stent was advanced from the sheath in the popliteal artery and was deployed pushing the remaining part of the detached innova stent against the vessel. Final angiography showed good blood flow and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of innova self-expanding stent delivery system components. The handle and internal components were not returned. The shaft, inner shaft and the pull rack were examined for damage. The outer shaft was buckled at the nose cone. The pull rack was undamaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial deployment of the stent occurred vascular access was gained via the right femoral artery. The chronic totally occluded (cto) target lesion was located in the severely tortuous proximal right superficial femoral artery (sfa). After a 300cm non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 4x40mm coyote es balloon catheter with 10-15% residual stenosis. A 6 x 180 x 130 innova stent was then advanced to treat the lesion. However, when 3cm of the stent has been deployed, the middle sheath became unable to move. The physician felt uncomfortable but continued rotating the thumb wheel since no resistance was encountered. The thumb wheel kept on rotating but the middle sheath would not move. The physician judged that the middle shaft detached and attempted to deploy the stent with the pull grip, but there was no resistance either. The physician disjointed the handle and it was found that the middle sheath detached, the pull grip and shaft were broken, and the stent was only deployed halfway. Subsequently, a puncture was made in the right popliteal artery and vascular access was obtained via ipsilateral retrograde approach with a 6f 25cm introducer sheath. A 14 type guide wire was inserted and dilatation was performed with a balloon catheter inside the incompletely deployed innova stent. The stent was trapped and pulled from the brachial side. The stent successfully detached and was retrieved into the sheath from the brachial side. The stent delivery system (sds) was then pulled with force and an 80x6x150 non-bsc stent was advanced from the sheath in the popliteal artery and was deployed pushing the remaining part of the detached innova stent against the vessel. Final angiography showed good blood flow and the procedure was completed. No patient complications were reported and the patient's status was good.